Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, an adverse event was reported. The patient's father stated the dexcom was displaying an error icon display at around 2:00pm. The patient was unable to view their glucose values and experienced a hypoglycemic event in which they felt dizzy. They consumed apple juice and the dizziness cleared after 20 minutes. At the time of contact, the patient was in stable condition. No additional patient or event information is available. Data was provided for investigation. The problem was not confirmed via data. The root cause could not be determined via data. Dexcom labeling indicates: when your display device has system errors, you may not receive any sensor glucose readings and you should not calibrate. Receiver or smart device isn't showing sensor glucose readings. For example, when there are data gaps due to being out of range or "???".